Event description:
Voluntary medwatch received states it was reported that left ventricular (lv) lead. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156147.